Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a right middle carotid artery (mca) aneurysm, the coil was alleged not to have detach. The coil did exit the sheath smoothly and it exited the catheter tip. The coil was attempted to be detached 3 times with the instant detacher (ID). Manual detachment was attempted 2 times. The same ID was used to detach other coils. The devices were prepared per the instruction for use (IFU). A new coil was used to successfully treat the patient. No patient injury occurred.

Manufacturer narrative:
The axium coil was returned for evaluation without the instant detacher (ID). The axium coil was found to be partially within the dispenser track and inside of the opened axium coil inner pouch. The pushwire was found to be broken on its proximal end within the introducer sheath. The pushwire was found to be intact distal to the break indicator at the manual detachment location ¿via hypotube¿ when examined within the introducer sheath. The proximal pushwire tip containing the tack weld replacement (twr) crimps was not returned. The pushwire was found to be bent at near the proximal end within the introducer sheath. The distal end of the pushwire was found to be extending out from the distal end of the introducer sheath. This section of the pushwire was also found to be bent near the proximal end. In addition, the pushwire was found to be broken at the proximal end but retained together by the inner liner and release wire. Under the microscope, the coin was found to be located against the lumen stop, and the shield coil was found to be damaged with the appearance of dried contrast on the distal tip of the pushwire and on the proximal end of the implant coil. The axium implant coil was found to be stretched with the polypropylene filament intact. The dried contrast was removed from the end of the pushwire and from the proximal end of the implant coil. Due to the bends in the pushwire, the pushwire was intentionally broken and the release wire was pulled out form the broken location for evaluation of the coin. The axium implant coil detached as intended. The detach element was then removed from the implant coil for evaluation. The detach element was in good shape and the detachment ball was found to be within specification. The outer jacket was then removed. The inner diameter of the lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring appeared to be damaged and ovalized. The retainer ring inner diameter (ID) could not be measured because of its damaged condition. Based on the axium coil analysis and on the event description, the report of non-detachment was confirmed. The axium pushwire was returned with the implant coil still attached. The cause for the difficulty with detachment with the instant detacher could not be determined. It is possible that damages to the pushwire led to restriction of the release wire and prevented it from pulling back during the detachment attempt with the instant detacher. In regard to the difficulty during detachment by the manual method of detachment (via hypotube), it is likely that the break in the pushwire at the incorrect location led to the reported event. The release wire was not found to be extending out from the broken proximal tip. It is likely that the break at an incorrect location on the pushwire led to a jagged edge. It is likely that the release wire became broken when pulled back against the jagged edge of the pushwire. The break in the release wire prevented the coin from pulling back from the lumen stop, and subsequently prevented the implant coil from detaching from the pushwire. It is possible that the break in the pushwire at its proximal end occurred during the customer reported manual detachment attempt. The cause for the additional damages to the pushwire, implant coil, and retainer ring could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ warnings: ¿damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching.¿ also, "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.